Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is misuse, abuse and or use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from chile that during service and evaluation, it was determined that the battery reamer device trigger was blocked, moved heavily and was jammed. It was further determined that the device failed pretest for general condition, check the cannulation, check the battery coupling, check the off/fwd/revmode, change 10 times from fwd to rev at full speed, check the triggers and ecu (electronic control unit) and check power with test stand, min. 190 to 250 w. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. During further evaluation, it was observed that the control unit did not function, the motor seized, jammed, moved heavily and was blocked, the trigger was hooked and the control was defective. It was further determined that the device failed pretest for trigger test. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. During further evaluation, it was determined that the assignable root cause was determined to be due to normal wear and not improper handling as it was documented in the initial report. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial reporter was reported as chile in the initial report in error. The reporter information has been updated to reflect switzerland. If additional information should become available, a supplemental medwatch report will be sent accordingly.